Manufacturer narrative:
Device received with minor scratched lcd window, cracked display window corners, battery tube threads cracked, and a cracked reservoir tube lip. Device received with protruded/loose drive support disk. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported the drive support cap on his insulin pump popped out after he dropped the device. He tried pushing it back in and the plastic around the cap broke. Customer's blood glucose was 149 mg/dl. He was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.